Event description:
Report his meter is not reading accurately, compared to a lab instrument. Analysis run on clark error grid using lab reading (160) as reference point vs. Bd readings (495) yielded some data points in the c range of the grid, outside acceptable limits.